Event description:
It was reported that following an ablation procedure, there was recurrence along the probe tract, known as tumor "seeding". This required the patient to have an additional surgery to manage the seeding. There were no further patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Event description:
Additional information received indicated that the patient had a repeat laser ablation for recurrence and "seeding" on (B)(6) 2014. On (B)(6) 2014, the patient had a malignant cerebral edema requiring emergent hemi-craniectomy. The patient expired for unknown reasons.